Event description:
Dealer states the user alleges the chair intermittently goes into a left turn circle. Dealer states the user alleges the joystick is intermittently responsive after switching from drive to seating and then from seating to driving.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.